Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte 24 ga x 0.75 in catheter was damaged. This was discovered before use. The following information was provided by the initial reporter: when opening the catheter package, a defect is noted in the tip of the catheter that is damaged.

Manufacturer narrative:
H.6. Investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a definitive root cause. However, this defect has been identified in previous investigations and it was determined that it most likely came from the catheter tipping process. The manufacturing facility has been notified of this incident and the findings. .

Event description:
It was reported that insyte 24ga x 0.75in catheter was damaged. This was discovered before use. The following information was provided by the initial reporter: when opening the catheter package, a defect is noted in the tip of the catheter that is damaged.